Manufacturer narrative:
We are unable to review the device history record as no lot number was provided.sample analysis confirmed a hole in the cuff near the proximal collar. We are unable to determine the cause of the hole in the cuff.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "upon intubation rt could not acquire adequate cuff pressure. Patient required reintubation." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(6).